Event description:
During a pta treatment procedure to dilate a stenosis in a lower extremity vein graft, the guidewire appeared to be unraveling. The physician had inserted the guidewire through the sheath and was advancing it to the target lesion. It was then noted that the end of the guidewire seemed to be unraveling. The physician removed the intact guidewire and another was used to successfully complete the procedure. The physician feels that the guidewire may have become snagged on a vein valve, causing it to unravel. The pt is reported as 'fine' following the procedure; no injury or complications were reported.